Event description:
It was reported that an ilet user inadvertently delivered approximately 8.7 units of insulin by remaining connected during a fill tubing step while intending to perform a dinner meal announcement. After which the user disconnected the pump, ate carbohydrates for dinner, and used glucose tablets. Blood glucose remained in the mid-150s, and no alarms occurred. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party, as well as guidance to exit the fill tubing sequence. Investigation of this case revealed no device problem and identified a usage error related to incorrect procedure by being connected to the ilet during the tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.